Event description:
It was reported that during an unk procedure, the device jaws were not aligning properly and producing malformed clips. The case was completed with another device. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).